Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.

Event description:
The user facility reported the patient was on impella cp support and during support, there was clot around the impella. Argatroban was added to the purge fluid. Support continued. Additionally, the bottom end of the anticontamination sleeve was ripped off the locking tuohy. The catheter was covered with tegaderm. Support continued. Patient survived.